Event description:
Additional information received from the patient reiterated that they turned the device to the on position to clear the por and resolve the loss of therapeutic effect. It was further indicated that the patient had 2 uti's determined in office and 1 while in hospital, and that they were most likely caused by atrophic vaginitis. The patient had a culture and sensitivity test and took appropriate antibiotics to resolve the uti.

Event description:
Additional information received from the consumer reported that the step taken to resolve the por message and loss of therapeutic effect was that the meter had been turned back on by the patient's urologist. The date of onset of the patient's uti was sometime during or right after knee surgery on (B)(6) 2016. The patient wished they knew the cause of the utis. The action taken to resolve the uti was that the patient was on antibiotics.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's therapy stopped working after a knee surgery on (B)(6) 2016. The patient had a recent electromagnetic interference (emi) exposure. The patient did not turn her stimulation off for her knee surgery. A power on reset (por) was seen. It was very difficult to get to the bathroom just after having the knee surgery. The patient also had a bladder infection. It was noted that the troubleshooting could not be done due to the error. The loss of therapy started on (B)(6) 2016 and the bladder infection started around (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.